Event description:
Caller states the pt tested greater than 8.0 inr on the coaguchek xs system and 2.1 inr on a comparison lab. Caller states pt's coumadin dose was held pending lab value. No adverse event reported. Requested return of suspect system and replacement was sent.